Event description:
Event was reported to caldera medical by an attorney. The patient has suffered urine incontinence, vaginal discomfort from perforated mesh, and penal lacerations for her partner after intercourse. No further information has been provided.